Event description:
A zoll patient service representative contacted zoll customer support while fitting a (B)(6) male patient to report an inability to baseline. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) was confirmed. Upon receipt the ECG-a to ECG-b cable was pinched under the cover of ECG-b. The electrode belt failed incoming testing and was unable to detect a signal. The cause for the inability to detect was the pinched wires in the ECG-a to ECG-b cable. The cause for the pinched wires was the pinched cable. The root cause fort he pinched cable cannot be positively determined but is likely an assembly error. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.